Event description:
Additional information indicated that the reported device was explanted on an unknown date in 2015.

Manufacturer narrative:
Per the additional information received, the reported device was explanted due to a different issue documented and reported under manufacturer reference number: 1627487-2015-03399. Hence, this event does not pertain to the reported model 3788 and manufacturer reference number: 1627487-2021-12961 was submitted in error.

Event description:
Additional information received indicates that the patient did not recharge as recommended, leading to the ipg becoming inoperable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.